Manufacturer narrative:
Zimmer biomet complaint number (B)(6) the following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one tapered screw vent (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. Product returned without mount, outer vial and packaging. Device history record (DHR) review was completed for the subject lot number 1221079. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1221079) was performed for similar events and 8 other similar complaints were identified. Therefore, based on the available information and packaging/mount not being returned, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Post office or zip code was not provided. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported that during the procedure he opened the implant box and the implant was not attached to its mount. Although the implant was able to place in patient´s mouth in tooth location 11 but there was no primary stability and the implant was removed. No other implant was placed in the same surgery.